Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "preparing to fill" prompt became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared. There was no reported impact to the customer&#38112;blood glucose level.